Event description:
Customer reportedly received result of 229 mg/dl on the aviva system and 487 mg/dl on the mobile system within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6). This medwatch report is for the suspect device used in the mobile system (lot number 277045, and expiration date 08/31/2011). Customer did not provide information regarding the aviva system.

Event description:
The customer observed the cell-dyn 4000 vent needle lifting up the specimen tube when the analyzer was operating in a closed mode. The vent needle was replaced and the issue was resolved. There was no impact to patient management.